Event description:
While the pt info was being loaded into the 4d treatment console prior to treatment, something happened to the facility's network connections. The facility then delivered a minor amount of radiation (40 mu's), when the facility representative noticed that the multileaf collimator leaves were in the open position.